Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle was leaking medicine from the hub and needle was separated from the hub when giving an immunization. There was no reported patient involvement.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number was not performed since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.